Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential over-sensing. The electrocardiogram revealed low level and high frequency noise that was being oversensed on the ventricular sense amplitude. The device remained implanted. The patient would be monitored with routine follow-up.

Event description:
New information on 9/22/2017 notes the device was explanted and replaced on (B)(6) 2017. No further information could be obtained.